Manufacturer narrative:
Device evaluated by manufacturer: the acquisition processor was returned for analysis in good condition with no signs of external handling damage and defects observed. However, the motordrive unit (mdu) 5 plus was not returned. During analysis of the returned device, the acquisition processor failed the functional test. The acquisition processor did boot up to windows application for a while and then the video output will become blank with no screen display with steady power. The acquisition processor software was checked and found it was corrupted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review of ilab confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-08056 and 2134265-2014-08232. It was reported that automatic pullback failure occurred. The unspecified target lesion was 75% stenosed, moderately tortuous and moderately calcified. During a percutaneous coronary intervention, an ilab was used in conjunction with an opticross¿ imaging catheter. However, it was noted that the device got frozen and the touch panel became unable to respond. It was also noted that the motordrive plus was rotating but the image did not appear and abnormal sound was heard from the acquisition processor. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that automatic pullback failure occurred. The unspecified target lesion was 75% stenosed, moderately tortuous and moderately calcified. During a percutaneous coronary intervention, an ilab was used in conjunction with an opticross imaging catheter. However, it was noted that the device got frozen and the touch panel became unable to respond. It was also noted that the motordrive plus was rotating but the image did not appear and abnormal sound was heard from the acquisition processor. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2014-08056 and 2134265-2014-08232. It was reported that automatic pullback failure occurred. The unspecified target lesion was 75% stenosed, moderately tortuous and moderately calcified. During a percutaneous coronary intervention, an ilab was used in conjunction with an opticross¿ imaging catheter. However, it was noted that the device got frozen and the touch panel became unable to respond. It was also noted that the motordrive plus was rotating but the image did not appear and abnormal sound was heard from the acquisition processor. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).